Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The pacemaker was explanted approximately a year and a half later for normal battery depletion and returned for analysis.

Event description:
Boston scientific received information that the patient experienced syncope for an unknown reason. The interrogation did not reveal any issues with the device and there were no stored episodes at the time of the syncope. It was noted that the sudden brady response (sbr) feature was programmed on in the device. Boston scientific technical services (ts) was consulted and discussed sbr programming. No programming changes were made and the patient was advised to follow up with their physician. No additional adverse patient effects were reported.